Manufacturer narrative:
Analysis found that a complete lead was returned in one piece measuring 52.0 cm. Analysis was normal. No anomalies were found.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the stylet became stuck in the lead during lead positioning. The lead was removed. The patient was in stable condition.